Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the touchscreen is out. No patient involvement was reported.

Manufacturer narrative:
Updated. (B)(6). Biomedical electronic technician. No patient information provided by the customer.

Event description:
The customer reported that the touchscreen is out. Patient involvement is unknown.